Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms were noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was also received with cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose level of 50 mg/dl. The customer's blood glucose level was 157 mg/dl at the time of the report. The customer stated she treated with juice. The customer received a button error alarm then a failed battery alarm and a battery out of limit alarm from her insulin pump while delivering a bolus. Standard troubleshooting was performed. The buttons did not respond and the customer was unable to clear the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.